Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker system was removed due to an infection. The patient's pocket was noted to be red and swollen. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.